Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of 80 mg/dl. Reportedly, the customer delivered too many units for the food bolus today. The customer reported programming a bolus for 50 units; however, should have programmed a 35 units bolus as the customer did not consume all of the food. To treat the bg level, the customer consumed orange juice.